Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: six trays were provided to our quality team for investigation. The products were visually inspected, no damage or other issues were identified within any of the ampules of medication. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001558620 and 0001540339 was performed and no recorded quality problems or rejections were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records, no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lots, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material # 405671 batch # 0001558620, 0001540339. It was reported by customer that they had 2 more trays fail on monday 15th. One was a total hip and one was a total knee. They both were converted to a general.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.